Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the indeterminate endoleak event is unconfirmed due to a lack of relevant medical records and imaging. Device, user, procedure related harms, and procedure or anatomy relatedness of this event could not be determined. The final patient status was reported to be under surveillance. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 2.5-years post-op, the patient presented on an unknown date and an endoleak of indeterminate origin was identified. The patient condition was not reported. The patient will continue to be monitored.